Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with a 750cc mentor memorygel breast implant experienced minimal delayed surgery due to left sided rupture intraoperatively. No patient consequence and no adverse event was reported. A like device replaced the ruptured implant on (B)(6) 2020.

Manufacturer narrative:
On 6/2/2020, it was discovered that serial number (B)(6) and type of reportable event malfunction was erroneously omitted from initial report. The investigation of the returned device was completed by the failure analysis lab on 6/2/2020. Device evaluation summary: according to the information received, the breast implant experienced a rupture during surgery. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according with mentor procedure, and it revealed a tear in the anterior view, measuring approximately 0.1 cm. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Manufacturer¿s reference number: (B)(4).